Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline encountered resistance in the catheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the carotid cavernous sinus segment with a max diameter of 26 mm and a 20 mm neck diameter. The landing zone was 3.06 mm distally and 4.8 mm proximally. It was noted the patient's vessel tortuosity was unknown. It is unknown if dual antiplatelet treatment was administered. The angiographic result post procedure showed a giant aneurysm of the cavernous segment of the internal carotid artery. It was reported that the push resistance in the pipeline catheter was too large. It is unknown if the pipeline was used for an indication that is off-label. It is unknown if the pipeline device and any accessory devices were prepared as indicated in the instructions for use (IFU). It is unknown if there were any patient symptoms or complications associated with this event. Additional information was received that it was unknown if the patient experienced any symptoms related to the pipeline resistance or if the device was prepared as indicated in the IFU. It was unknown which section there was catheter resistance or if there was any damage to the pipeline pushwire or catheter. It was noted that the operation was unsuccessful and ended in failure. Additional information was received that it was unknown if the failure was related to the medtronic devices/resistance issue. The issue was unknown.